Event description:
The facility representative contacted a technical service representative to report a colleague infusion pump with the reported condition of a "down stream occlusion alarm ". This condition has the potential to be a false alarm. It is unknown when this event occurred. There was no known patient involvement and no reports of patient injury or medical intervention. No additional information is available. The user interface module software version is colleague 2006(5.09.90).

Manufacturer narrative:
(B)(4).device evaluation: the condition of a colleague infusion pump with a malfunction of "down stream occlusion alarm" was confirmed in the pump's event history but not duplicated during product evaluation. The root cause could not be determined. The pump head module was replaced to correct the reported problem.baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required. Should additional information become available, a follow-up medwatch will be submitted.

Manufacturer narrative:
(B)(4). The device was returned to baxter and is currently in the process of being evaluated. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. A follow-up report will be filed upon completion of the evaluation or if any additional details become available.